Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk ICD, implanted: (B)(6) 2009. Product ID: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. The lead was not returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a review of product performance data indicated non-sustained tachycardia episodes that showed noise on the right ventricular (rv) lead. The review also showed short interval counts (sic) and that a lead integrity alert (lia) triggered.